Event description:
During an implant procedure, increased capture threshold was observed on the right atrial (ra) lead. Difficulties extending the ra lead helix were encountered. The ra lead was explanted and replaced to resolve event. The patient was stable with no consequences.